Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audible tones setting was set to ¿high¿ but the pump¿s sounds were too quiet. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings:the pump powered on normally with functional auditory and vibratory alerts. The audio tone was not quiet. The volume was found to be adequate. The sound was tested with a sound tester and was found to be within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.